Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for surgery for an unrelated issue. Upon interrogation of the device the left ventricular lead exhibited loss of capture. The lead would be monitored.